Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reused/refilled. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.